Event description:
I was in perfect health prior to implants lifting weights and being active. Post implants with mentor saline implants, I progressed in health issues and autoimmune issues. I started with acid reflux, which turned into eosinophilic esophagitis. This caused my throat to close while eating even the easiest to eat with no food allergy. I had even seen an allergist for tests with only showing allergic to mold and mildew. I had issues with weight since then. Hard to take off and I was in my 20's eating a clean diet and working out daily. It progressed to headaches and migraines daily. Body aches to the bone daily, making it hard to walk and move, like you have a high fever and that deep ache you feel is what I felt with everyday. Hands started rheumatoid arthritis and made it hard to do my massage business. Brain fog got so bad I just felt like I was just existing, I had a hard time remembering anything. My heart was pounding so fast and erratic that I thought I was having a heart attack. Stabbing chest pains would occur too. This was a daily occurrence. My vision got blurry but eye dr didn't see anything wrong. My face always looked swollen and puffy. My stomach had digestion issues and had grown intolerance to foods. My joints hurt all over and it didn't matter if I was moving or not. My eyes showed blood / shot and yellowing that I could never clear up. My hair would fall out in clumps in the shower. I had insomnia and had a hard time sleeping. This didn't help my chronic fatigue I felt. As well as adrenal fatigue with no answers. Multiple tests on my thyroid was done with answers that I'm healthy, then why did I look and feel as I did? Drs had no answers. Until I took my implants out I was riddled with this declining health as if I'm 100 year old woman slowly dying. I explanted on (B)(6) 2019 and feel and look amazingly better. Almost all symptoms are gone. I have not had a headache since, energy is back, swelling in my face is down, I can eat anything, no heart palpitations or stabbing, body aches improved, brain fog gone, each day improves more and more relieving me from each symptom. I wish I never had even got the implants so my family could have had the best of me years ago. Please, help women everywhere to be saved from this slow painful death from implants.